Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was unable to be confirmed or reproduced. Upon disassembly and inspection, there was no immersion or obvious dust inside the device and the heath dissipation and ventilation holes were normal. No signs of burning was found. The fuse of the device was normal. When started, the device continually supplied air for four hours and all functions were normal. After the gas supply was stopped, the cover was opened for inspection and the power unit was found to be hot, which may have been due to aging of the power unit and poor load leading to overheating. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the high flow insufflation unit had smoke coming out of the device. The issue was found during a diagnostic laparoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm or clinical impact.